Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a maximum blood glucose of 249 mg/dl after changing a teflon 6 mm inset infusion set, later confirmed as the 23-inch length, and noted a history of bent cannulas; the event included prolonged readings above 180 mg/dl with device alerts and no use of backup therapy or ketone testing. Symptoms included hyperglycemia without loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no assistance required. Investigation included customer interview, review of device use, and troubleshooting and education regarding monitoring and alternative infusion sets. Investigation of this case revealed a possible infusion set performance concern related to bent cannulas, while the precise cause of the hyperglycemia remained undetermined. It was concluded that the event involved hyperglycemia of unclear cause with user counseling provided and a trial of an alternative infusion set offered.